Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (major surgery with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia and pelvic pain to be related to essure. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine fibroids, fibrocystic breast disease, uterine enlargement, anemia, ovarian cyst, yeast infection, obstructive sleep apnea syndrome, gerd, anemia and endometrial polyp. Concomitant products included amitriptyline. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 3 months after insertion of essure. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced headache ("headaches"), fatigue ("fatigue"), anxiety ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6)2017; hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, headache, fatigue, menorrhagia, anxiety, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, female sexual dysfunction and abdominal pain outcome was unknown, the dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: uterus with cervix, bilateral fallopian tubes and left portion of ovary; hysterectomy, bilateral salpingectomy, and left ovarian cystectomy: - cervix with nabothian cysts. - benign endometrial polyp. - proliferative endometrium. - extensive adenomyosis. - right fallopian tube with benign paratubal cysts. - left fallopian tube with benign paratubal cyst. - left ovarian follicular cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, amenorrhea further company follow-up with the consumer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received events "abnormal bleeding (vaginal), bladder or urinary problems or changes, dyspareunia, vaginal discharge, hair loss, abdominal pain, she did not undergo essure confirmation tets" were added. Outcome of event " dysmenorrhea, dyspareunia, vaginal discharge" were updated as recovered. And hair loss its recovering. Medical history, reporter information, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine fibroids, fibrocystic breast disease, uterine enlargement, anemia, ovarian cyst, yeast infection, obstructive sleep apnea syndrome, gerd, anemia and endometrial polyp. Concomitant products included amitriptyline. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 3 months after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, headache, fatigue, anxiety, depression, bladder disorder, urinary tract disorder and female sexual dysfunction outcome was unknown, the dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus with cervix, bilateral fallopian tubes and left portion of ovary; hysterectomy, bilateral salpingectomy, and left ovarian cystectomy: - cervix with nabothian cysts. - benign endometrial polyp. - proliferative endometrium. - extensive adenomyosis. - right fallopian tube with benign paratubal cysts. - left fallopian tube with benign paratubal cyst. - left ovarian follicular cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, amenorrhea further company follow-up with the consumer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs received : lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine fibroids, fibrocystic breast disease, uterine enlargement, anemia, ovarian cyst, yeast infection, obstructive sleep apnea syndrome, gerd, anemia and endometrial polyp. Concomitant products included amitriptyline. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"), 3 months after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, headache, fatigue, anxiety, depression, bladder disorder, urinary tract disorder and female sexual dysfunction outcome was unknown, the dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus with cervix, bilateral fallopian tubes and left portion of ovary; hysterectomy, bilateral salpingectomy, and left ovarian cystectomy: - cervix with nabothian cysts. - benign endometrial polyp. - proliferative endometrium. - extensive adenomyosis. - right fallopian tube with benign paratubal cysts. - left fallopian tube with benign paratubal cyst. - left ovarian follicular cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, amenorrhea lot number: 628053, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.